Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 416 mg/dl. The customer was treated with manual injection for high blood glucose level. Customer declined to troubleshoot for high blood glucose. Customer stated that insulin pump received motor error alarm. Customer stated drive support cap was normal. Customer was able to successfully clear the alarm and able to complete pump rewind. The insulin pump will returned for analysis.